Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and inspected the analyzer. The fse found a section of crimped tubing from the pre-trigger bottle. The fse cut this section of tubing and reinserted the straightened tubing into the bottle. The fse instructed the customer to be careful when positioning the tubing for the reagents. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total b-hcg assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports a falsely elevated architect total b-hcg assay result for one patient generated on an architect i2000sr analyzer. A value of 1563.52 miu/ml was generated and reported from the lab. The result was questioned and the sample was retested and generated a result of "<1.2 miu/ml." The sample was then tested on another architect i2000sr analyzer in the lab (sn isr04755) and generated a result of "<1.2 miu/ml" twice. The patient's physician then ordered a second sample to be drawn, which was tested and resulted with a value of "<1.2 miu/ml" (this sample was assigned an identification number of 85867). This second sample was retested the following day and generated results of "<1.2 miu/ml" twice. There is no impact to patient management reported.